Event description:
Pt was receiving adrenaline (32mg in 250ml sodium chloride) when the device failed with a failure code 12:306:390:018b. There was no pt injury or medical intervention necessary as the device was switched out immediately.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes avail.